Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age and weight not provided for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant devices reported: therapy dates: (B)(6) 2017, tfna helical blade, 90 mm sterile (part # 04.038.290s, quantity of 1) and helical blade/screw coupling screw (part # 03.037.026, quantity of 1). Device history records review was conducted. The report indicates that the: part # 03.037.024; lot # t136202, manufacturing date: 07-jul-2016. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All 56 parts of the lot were checked 100% for ctq features and for function with gage at the final inspection on 06-jul-2016. An (B)(4) was started to deburr the diameter 6.2 mm cannulation in the shaft art. # 208.0982. All 57 parts were deburred and re-inspected for critical features and found to be conforming on 18-jun-2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the helical blade inserter became stuck inside the blade/screw guide sleeve during a tfna (trochanteric fixation nail advanced) insertion on (B)(6) 2017. The patient was being treated for a left proximal femur fracture. The helical blade inserter became stuck when the surgeon was inserting the helical blade. The surgeon spent five minutes trying to pull the two devices apart. The surgeon succeeded in pulling them apart and continued the procedure, using the same instruments to insert the helical blade. Reportedly, the instruments were misaligned. While the surgeon was removing the helical blade inserter from the blade/screw guide sleeve, the sales consultant noted that the coupling screw had not been disengaged from the helical blade. After three backslap strikes, the surgeon disengaged the coupling screw and was able to remove the helical blade inserter. As the surgeon had impacted the coupling screw with a back slap, the surgeon took an unanticipated x-ray to ensure that the helical blade did not retract from its original position. The helical blade was implanted successfully and had remained in the proper position. The surgery was successfully completed with a five minute surgical delay. The patient outcome was stable and as expected. Routine x-rays were taken intraoperatively. After surgery, the sales consultant checked the instruments and noted that the wire guide sleeve would not fit not into the blade/screw guide sleeve. There was no reported issue with the wire guide sleeve during the procedure; the wire guide sleeve performed as intended. There was no reported issue with the coupling screw or helical blade. This complaint involves two devices. Concomitant devices reported: tfna helical blade, 90 mm sterile (part # 04.038.290s, quantity of 1) and helical blade/screw coupling screw (part # 03.037.026, quantity of 1). This report 1 of 2 (B)(4).

Manufacturer narrative:
Additional narrative: the device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product development investigation was completed. A device history record (DHR) review, device inspection, functional test, and drawing review were performed as part of this investigation. The inserter ((B)(4)) was received with scraping in a spiral pattern along the shaft of the device. Impact marks were also observed on the underside of the ledge directly below the handle. A worn flat was also observed on each of the three distal alignment pins. When functionally tested with the returned blade/screw guide sleeve, the devices were found to fully assembly and disassemble but with increased resistance. Thus, the complaint conditions are confirmed, consistent with the reported condition, and can be replicated. The gouges observed on the cannulation of the blade/screw guide sleeve and the flats and wear on the pins and shaft of the inserter are consistent with forceful insertion of the inserter with the grooves misaligned. This caused raised edges which, subsequently, is causing resistance between the blade/screw guide sleeve and the mating instrument (inserter and wire guide). The damage is consistent with forceful insertion of the inserter with the grooves misaligned which is consistent with the reported details. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. It was also noted that the coupling screw had not been disengaged from the helical blade during removal and that three backslap strikes were used. This likely further contributed to the noted damage and impact marks as the coupling screw must be disengaged prior to disassembly of the construct. Relevant drawings were reviewed. The distal alignment pins of the inserter could not be inspected to the manufacturing specifications due to the damage. The outer diameter was found to be within the specification of 10.97mm +/-0.025 per drawing at 10.956mm, 10.948mm, 10.955mm and 10.962mm the returned devices are part of the trochanteric fixation nail advanced (tfna) system. The wire guide sleeve is used through the cannulation of the helical blade inserter which is used through the cannulation of the blade/screw guide sleeve during helical blade insertion. The tfna technique guide describes the proper alignment as follows; ¿pass the helical blade insertion assembly though the helical blade/screw guide sleeve and align the red line on the inserter shaft with the red line on the guide sleeve.¿ when this procedure is followed with the returned inserter and guide sleeve the devices align as intended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.